Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had initially come in as a recall rc-2020-rn-00724-1 and it was also reported that device had corroded left and right iui, cracked rear and front case, damaged left handle, chipped housing assembly and also displays an error code 353.7200. There was no patient involvement.

Manufacturer narrative:
Initial reporter addr 2: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had initially come in as a recall rc-2020-rn-00724-1 and it was also reported that device had corroded left and right iui, cracked rear and front case, damaged left handle, chipped housing assembly and also displays an error code 353.7200. There was no patient involvement.